Event description:
The customer called for help with her contour meter. She alleged that she received control test results that were outside of the normal control range. It was discovered the customer was using high control solution instead of normal control. While troubleshooting, she performed control tests and received a result of "hi". The high control range was 294-407 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.